Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during the priming process. The blood glucose reading was 426 mg/dl. No significant events leading to the alarm were observed. The customer was advised to run a manual prime and insulin did exit the tubing. The insulin pump was working as designed. Nothing further reported.